Event description:
It was reported that a patient presented with high ventricular rate episodes due to over-sensing noise on the pacemaker (pm). Programming changes were made to resolve the issue. The patient condition was stable before, during, and after.